Manufacturer narrative:
Investigation summary: received one (1) used list# mc100, microclave¿ clear neutral connector; lot# unknown. The seal was observed to be stuck down. The seal was also observed to be torn. The reported complaint of a seal stuck down could be confirmed. The returned sample was observed to have a seal stuck down and the seal was torn. The probable cause of the stick down is from the use of an incompatible mating device. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A DHR lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
B3 - date of event - the date of event is unknown 1 jan 2024 is used as a place holder. D4 and h4 - the lot number, expiration and manufacture dates are unknown. E1 - the initial report came through: (B)(6).

Event description:
A complaint was received regarding a microclave¿ clear neutral connector experiencing leakage. It was stated in the report that microclave was stuck in a depressing position with leaking noted. There was patient involvement, no patient harm and unknown delay in therapy. The event occurred during infusion and there was no delay in therapy.